Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 693565 lead, implanted: (B)(6) 2015; 20066 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. The ra lead dislocated and was positioned in the right ventricular outflow tract. A lead revision was performed and the ra lead was repositioned to the anterior ra wall. The lead remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the adapt response study.